Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The multi-function cable receptacle will be replaced as a precaution. The device will be recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. It was recommended to the customer that the multi-function cable involved be discarded as a precaution. Analysis of reports of this type has not identified an increase in trend.